Event description:
Per the info provided to co by the physician through the international rep, the device was removed due to a "break in the pump tubing". As reported to co, the pump component only was removed and replaced. The cylinder(s) which were initially implanted, catalog #9918s, serial #138735 remained in place. 1/15/97 - upon receipt of the physician/surgeons response to a request for info, it stated,..."there was a specific leakage site obsered where the tubings start". The physician/surgeon observed,..."the tubing was kinked and twisted around each other when he opened the pocket, however, no excessive tubing length was observed. Both tubes were adjacent when the device was positioned".